Event description:
It was reported that the user received an occlusion alert on the ilet and insulin delivery stopped, after which the user dismissed the alert. Blood glucose readings were reported with a peak reported value of 510 mg/dl, and customer care guided a full infusion set and cartridge change with follow-up checks confirming a gradual decrease in blood glucose. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions beyond elevated blood glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was associated with the user not understanding that an occlusion occurred and that troubleshooting needed to be performed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error caused or contributed to the event.